Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking. The customer did not observe any cracks in the cartridge and could not determine the source of the leaking. The customer's blood glucose (bg) level was impacted (355 mg/dl). The customer delivered a bolus via the pump, and bg level lowered to 328 mg/dl. A recommendation was made for the customer to change the cartridge. However, the customer ended the call before it could be confirmed that the customer was able to successfully load a new cartridge. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.